Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Event description:
Additional information received reported, the revision was intended to be an upgrade to a different model implantable neurostimulator (ins). The patient had extreme postural issues and wanted a restoresensor ins to help with that; however, hospital staff misunderstood and thought it was a positional issue with the device. The patient recovered without sequela. See mfg. Report # 3004209178-2012-11792 regarding replacement following the revision.

Event description:
It was reported that on (B)(6) 2012 the patient had a pocket revision. The healthcare provider moved the pocket up on the abdomen, approximately 3 inches. The impedances were read in the new position. All impedances were normal. The ipg was okay. They moved the ins up because it was causing discomfort for the patient. At that time there was no issue with the ins. See manufacturing report # 30 04209178-2012-11792 for issues related to the device following the (B)(6) 2012 pocket revision.